Manufacturer narrative:
Corrected fields: d4. Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, component, investigation conclusions),h11. A getinge field service engineer was dispatched to investigate the issue. The fse confirmed the reported failure. The fse replaced the front end board (0670-00-0668). The unit passed all safety and functional tests and was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) alarmed ECG waveform is not detected. There was no patient involvement.